Manufacturer narrative:
(B)(4) - although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the liberty cycler and this episode of peritonitis. The pdrn identified the peritonitis was possibly related to a breach in aseptic technique due to touch contamination and was treated with antibiotic therapy on an outpatient basis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported during a follow up call on an unrelated event that the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy since unknown date was diagnosed with peritonitis on (B)(6) 2017. Patient went to clinic with cloudy effluent fluid, culture was taken confirming peritonitis. Patient was placed on antibiotic therapy with vancomycin and has been on treatment for a week as of (B)(6) 2017. Additionally, the pd nurse (pdrn) revealed the peritonitis episode was likely related to touch contamination/ breach in aseptic technique. On (B)(6) 2017, during a follow up call to the pdrn it was revealed the peritonitis is resolving patient continues on vancomycin continuing ccpd therapy on a new liberty cycler and using delflex 2.5% solution without issues.